Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 21.0d) was explanted on (B)(6) 2023 due to the patient not satisfied with the outcome. Rxsight's first awareness of the event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that the lal was replaced with a standard monofocal lens. After the explant, patient is seeing 20/50 (ucdva) with a suture in place. The site did not return the explanted lal to rxsight; therefore, no further evaluation is possible. Manufacturer reference #: 1960.